Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The physician had successfully deployed a taxus express2 3.00 x 16 mm stent at 16 atms for 20 secs. However, upon removing the balloon from the stent the physician was unable to. The physician then decided to re-inflate the balloon multiple times, however, without success. The physician then pulled on the catheter distally with force and after the second attempt the balloon was released from the stent. No further intervention or complication was noted. The procedure was successfully completed. Pt status is reported as "good".